Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Common device name - the full common device name is "total,prostate specific antigen(noncomplexed&complexed) for detection of prostate cancer".

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys free psa immunoassay (fpsa) and the elecsys total psa immunoassay (tpsa) on a cobas 8000 e 602 module (e602). The fpsa result was higher than the tpsa result. The same results occur when other blood samples of the patient are tested (the fpsa result is greater than the tpsa result). This medwatch will apply to the tpsa assay. Patient identifier (B)(6) for information related to the fpsa assay. The sample resulted as 4.78 ng/ml for fpsa and 0.327 ng/ml for tpsa. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
The patient sample was provided for investigation. The customer's results were confirmed during the investigation. The sample contained an interferent to the tpsa assay. This limitation is covered in product labeling.